Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver passed the charge and boot testing. The receiver log was downloaded and reviewed, finding no errors related to the complaint. A global receiver functional test was performed, and it passed the all relevant testing. Global communication tool software test was performed, and it passed sound tests. Manual "try it" testing was performed and passed. The receiver case was opened for an interior inspection and passed. The speaker audio intermittent tests was performed and passed. Speaker resistance was measured and was within specification. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.